Event description:
The reporter stated that the expiration date printed on the test strips vial had smeared and she said it was hard to read. The device was replaced and requested to be returned for evaluation.